Event description:
The report is from the study. The patient was a male with a history of previous pci (which had thrombosis and revascularization), previous CABG, hyperlipidemia, diabetes (treated with oral medication), myocardial infarction, congestive heart failure, and cerebrovascular disease. Medications at baseline were aspirin, clopidogrel, statins, ace inhibitors, and beta blockers. The indication for the index procedure was stable angina pectoris. Medications during the procedure were aspirin, clopidogrel, and heparin. Heart rate at baseline was 71/min. There was sinus rhythm and blood pressure was 131/72. The index procedure took place in 2007. The target vessels were there left main (lm) and the proximal circumflex artery (cfx). The vessel diameter was 4.2 mm and the lesion length was 8 mm. Pre-procedure stenosis was 80%. The lesion was a focal in-stent restenosis of a previously implanted cypher 3.5 x 13 (implanted three months earlier in an isr in the lm to cfx). The lesion was a bifurcation and eccentric with irregular contour. Lesion classification was type c. Another cypher was deployed at 22 atm.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the pt and is not available for analysis, additional info will be submitted within thirty days upon receipt.